Manufacturer narrative:
During testing and investigation the audible alarm tone was intermittently silenced during an alarm condition. This was due to a broken switch on the printed circuit board. The cause of the broken switch could not be determined.

Event description:
During verification testing at the service center, the device audible alarm tone was intermittently silenced without the silence key being pressed.